Event description:
It was reported that the pt experienced intermittent shocking sensations. It could be 3-4 days between shocking "episodes", which last 3-4 minutes to an hour. Movement did not cause stimulation changes. The pt has never had therapeutic effect. She was reprogrammed last month. The healthcare provider confirmed that the pt experienced shocking sensations and sensory changes. The pt was reprogrammed with normal results. The pt wants her device removed and will be scheduled for it. No injuries to the pt were reported.